Event description:
It was reported that the patient presented with an implantable cardioverter defibrillator that exhibited under-sensing. Programming changes were made. Additional information was requested, but not received.